Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the advantech board to resolved the issue as well as performed the field service checklist on the unit. The system passed all functional tests and it was found to meet abbott medical optics specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that black screen occurred before starting any surgery with the signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.